Event description:
It was reported that during a procedure to treat a lesion in the ostial superior mesenteric artery (sma) of a previously implanted unspecified stent with moderate tortuosity and no calcification, a balance middleweight (bmw) hydro guide wire was advanced. A 5.0x8 mm nc trek rx dilatation catheter was advanced without resistance and pre-dilatation was performed. Reportedly, the balloon was inflated up to 20 atmospheres (atm) and upon removal the dilatation catheter became stuck on the bmw hydro guide wire and could not be removed. The dilatation catheter and bmw hydro guide wire were removed from the patient anatomy as a single unit. The dilatation catheter was noted to have poor re-fold. The sma was re-wired with a new bmw hydro guide wire and unspecified stent was implanted. A new 5.0x8 mm nc trek rx dilatation catheter was advanced without resistance and post-dilatation was performed. Reportedly, the balloon was inflated up to 24 atm and upon removal the dilatation catheter became stuck on the bmw hydro guide wire and could not be removed. The dilatation catheter and bmw hydro guide wire were removed from the patient anatomy as a single unit. The dilatation catheter was noted to have poor balloon re-fold. Reportedly, the dilatation catheters were prepped per the instructions for use without any issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The two 5.0x8 mm nc trek rx dilatation catheters and the other balance middleweight hydro guide wire referenced are filed under separate medwatch report numbers. Evaluation summary: the device was returned for analysis. Difficulty removing the balloon catheter was confirmed via returned device analysis. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.